Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified superficial femoral artery and popliteal artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 12 atmospheres. The device was removed without any problem using the normal method. And the procedure was completed with a different device. There was no patient complications reported, and the patient was in good condition post procedure.